Event description:
It was reported that a few days after the catheter was placed in the operating room, blood was found in the extension line of the proximal lumen in the patient's room. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.